Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported a customer received high readings on day 4 of wearing the adc freestyle libre sensor. The caller reported that the customer obtained a sensor scan result of 266 mg/dl and self treated with insulin (type/dose unknown). One hour later the customer scanned their sensor once more and obtained a "hi" message (reading greater than 500mg/dl). The customer developed symptoms of hypoglycemia with cold perspiration, and was unable to treat themselves. The customer was diagnosed hypoglycemia and was treated by paramedics with intravenous glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was properly seated in the mount. Removed the sensor plug and inspected the plug assembly, no failure mode observed. Sensor was reprogrammed and current was applied to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. (Device mfg date) has been updated based on the returned product download.

Event description:
A caller reported a customer received high readings on day 4 of wearing the adc freestyle libre sensor. The caller reported that the customer obtained a sensor scan result of 266 mg/dl and self treated with insulin (type/dose unknown). One hour later the customer scanned their sensor once more and obtained a "hi" message (reading greater than 500mg/dl). The customer developed symptoms of hypoglycemia with cold perspiration, and was unable to treat themselves. The customer was diagnosed hypoglycemia and was treated by paramedics with intravenous glucose. There was no report of death or permanent injury associated with this event.